Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the subject device was fractured during an endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.